Manufacturer narrative:
The account's maintenance switched the head and knee motor connections and found the head motor was working. He checked all of the cable connections and the bed started working properly.

Event description:
The complainant stated the head down function does not work.